Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event will not be returned as a portion remains within the patient and the remainder was reported to be discarded. (B)(4).

Event description:
The following reported complaint was received via us mail on (B)(4) 2015 from the FDA per medwatch report (B)(4). Incident per medwatch report: "multiple platinum micro-coils were deployed and at the end of the coiling the aneurysm. The last coil broke at the detachment one before being deployed completely into the aneurysm. Intended procedure: endovascular coil embolization of ruptured left pcom aneurysm. Device usage problem: device failed pre-existing medical conditions: alcohol / drug use, relevant accidents ( e.g. Hit head), diabetes, hypertension.